Manufacturer narrative:
An ipg reaching end of life was reported to abbott. The ipg remains implanted and is not available for evaluation. Sufficient stimulation settings are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Intervention to address the issue and return the ipg for evaluation has not been scheduled. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. In turn, surgical intervention may take place to address the issue.